Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an "error 2" message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began approximately on (B)(6) 2011 at an unknown time. The patient reported that on (B)(6) 2011 at an unknown time, she attempted to obtain her blood glucose with the subject meter and obtained an "error 2" message. The patient reported that she manages her diabetes with insulin, diet and exercise. The patient further stated that she made no changes to her diabetes routine due to the issue. The patient reported that on (B)(6) 2011 at 9:45am, she became "shaky, jittery and nervous" as symptoms developed due to the product issue. The patient stated she self treated with food and drink as treatment received due to the product issue. During troubleshooting, the cca confirmed that the patient was using the proper testing technique. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up #1 (1/30/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/6/2012 with the following findings: the error message could not be duplicated; however, a secondary issue was found. The control solution test was above the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.